Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 14. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii, bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, swelling, bleeding and inflammation. No further patient complications were reported.